Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with normal operating currents. Insulin pump monitored for several days and no low battery alert, failed battery test, or battery out limit alarms occurred during testing. Unit received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery frequently and after changing the battery he received a failed battery test. The insulin pump also alarmed battery out limit. In the alarm history two button error alarms were found. The insulin pump was draining the batteries. The battery did not last more than one week. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.